Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: steerable guide catheter, 1 implanted mitraclip, 3rd clip delivery system. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and likely due to the thin leaflets and restricted posterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted. The third clip delivery system (cds) was advanced. While visualizing the third clip, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The third clip was implanted, to stabilize the slda clip, reducing the mr to 3. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.